Event description:
This procedure was a ranal stenting: the physician could not advance the recovery catheter of the spiderx device over the filter wire to retrieve the filter. During manipulation when retrieving the filter, the filter caught on the distal edges of the placed stent and deformed the stent struts. The physician performed a renal angioplasty and tracked up the stent struts. There was no pt injury reported.